Event description:
During continuous central venous pressure (cvp) measurement through the proximal lumen, cvp value elevated from 7 mmhg to 18 mmhg which was higher than expected. Cvp value temporally recovered by flushing the proximal lumen; however, the oximetry cv catheter was removed since cvp re-elevated. A thrombus was found attached on the proximal side hole. No injury or complication occurred. Patient demographics were requested but not yet available.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Manufacturer narrative:
The reported event of pressure measurement issue was not able to be confirmed. Per edwards IFU, adequate maintenance is required to avoid catheter occlusion. Keep pressure monitoring and infusion lumens patent by intermittent flush, continuous, slow infusion with heparinized saline solution or use of a heparin lock. No visible defect and damages were observed from returned catheter during visual examination. All thru lumens were found to be patent and did not leak. Optic fibers transmitted light. Invitro calibration was performed on vigilance ii and the catheter was found to pass invitro calibration. Further investigation regarding manufacturing defect is under evaluation. The lot number was not provided thus a device history record was not reviewed complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.